Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular (lv) lead exhibited low pacing impedance. No intervention was reported. There were no patient consequences.